Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the device was viewed under magnification. No loose metal pieces were found and no scraping or scouring marks were seen on both the inner and outer subassemblies. The inner shaver fit easily into the outer shaft, and no metal to metal contact was observed when the inner shaver was rotated on its axis inside the outer shaft. The device was tested on a generator and spun freely with no metal to metal contact. The device history record was reviewed, and no discrepancies were noted. The instructions for use state "excessive "side-loading" on the blade during use does not improve cutting performance, and in extreme cases, may result in wear and degradation of the inner blade."

Event description:
It was reported that during a right shoulder arthroscopy while using the device intraoperatively, it was noticed by the surgeon that small metal chips were coming off the device while in use. A similar device from another manufacturer was used to complete the procedure. It was "undetermined" whether there was pt injury. It was later reported that the shavings were noticed towards the end of the case. The shavings were removed as much as possible with a new shaver. As to date, the patient has shown no adverse events.